Event description:
While using the viewing wand, it was discovered that the trajectory and perpendicular views do not update properly while the software is in the frozen mode. After the surgeon defines the trajectory while in the active mode, the screen is then frozen. The operator clicks on the target to determine the distance from the tip of the probe to the frozen point. In this instance, both the image tray and the numerical distance value appear to be twice the value of the initial chosen anatomical point.